Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 02aug2019. The manufacturer's field service engineer (fse) performed remote troubleshooting and confirmed the reported issue. The fse advised the customer to swap pcb subassemblies to identify the failed part. The customer replaced the speaker assy to address the reported issue and the device passed performance verification testing. The ventilator was returned to service. The part was returned to the manufacturer for investigation: it was determined this is a failure of ls1. This MDR has been reassessed as reportable after a request from the FDA on march 1, 2019 to review complaints from 29 nov 2017 to 29 nov 2018. As this has been reassessed, it will appear to be a late MDR. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Event description:
It was reported that the ventilator back up alarm failed. There was no patient involvement.